Manufacturer narrative:
The reported device has been returned to the manufacturer for evaluation. An investigation into the root cause of this event is currently in progress and the results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager reported an issue with a pvak -- 400 micron perforator and accessory vein ablation kit. During a procedure on a patient's gsv, the fiber broke inside the vessel. The fiber was removed; however, the broken portion of the fiber stayed inside the patient. The patient returned, the same day, for an additional procedure to remove the broken fiber, from the patient's vessel. The broken piece was 8cm long. The patient is experiencing post surgical pain and swelling. Despite multiple good faith efforts, no further details were obtained.

Manufacturer narrative:
The customer's reported complaint description of "the fiber was broken/fractured" could not be confirmed due to no sample being returned. Without receiving a sample for evaluation the root cause could not be determined. Manufacturing personnel 100% visually inspect devices during the packaging process. This type of fiber kink/detached damage would be noticed prior to shipment. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications, i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (14601411-01) which is supplied to the end user with the reported catalog number contains the following statement: warning: contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged. If damage is found, call your sales representative. Inspect prior to use to verify that no damage has occurred during shipping. Intended use: the venacure evlt 400m perforator and accessory vein ablation kit is intended for use in the treatment of superficial vein reflux of the greater saphenous vein associated with varicosities. The venacure evlt 400m perforator and accessory vein ablation kit is indicated for treatment of incompetence and reflux of superficial veins in the lower extremity, and for treatment of incompetent (i.e. Refluxing) perforator veins (ipvs). Equipment handling requirements: venacure evlt 400m perforator and accessory vein ablation kit: using sterile technique open the pack, place all contents into sterile field and inspect for damage. Do not use if any component is damaged. If damage is present, contact customer service or your local representative. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
Correction to d9: upon further review, the sample originally returned for this event has been found to be associated with a different event, reported by the same facility; therefore, d9 was updated to "no." The reported device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).